Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. The patient's wife reported that the patient had a red rash on his back. During a follow up it was reported that the patient went to the dermatologist who recommended the patient use luxiq. The patient reported the rash was healing due to use of the luxiq.